Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-85877.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading was 65 mg/dl at the time of admission. Caller stated that the customer is very brittle, his doctor made changes to his insulin pump settings and the sensor cannot keep up, the readings fluctuate. Nothing further was reported.